Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) dialed into the server. Sync information was reviewed and confirmed current, with last download processed date/time up to date. Downtime queries were checked and found to be current, and health sight viewer (hsv) was reviewed with no critical notices observed. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were not communicating. The customer reported they were unable to reconnect the pyxis devices to the wireless network due to no access to the windows interface, and they were unable to ping the pyxis devices at that time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.